Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, they started out with a 12mm trocar in the upper right quadrant port. Whenever they would introduce a 5mm device there was severe leaking. They got a 5mm sleeve and the second port was leaking. They found a different 12mm sleeve and they had the same issue. When they took the cap off, there was no leaking. When they introduced the 5mm device there was leaking. All three sleeves will be sent back, not the obturator.

Manufacturer narrative:
(B)(4). The analysis results found that the b12lt device was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. We have documented the circumstance as they have been reported to us. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
A customer reported they observed a fracture and possible moisture on the back of their freestyle navigator transmitter. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.